Event description:
Analysis of the explanted generator was completed. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no condition. The reported allegation of undersensing was not duplicated in the analysis lab. The pulse generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the programming tablet and used to calculate the heartbeat rate. Test results of the synch pulse in "as-received" condition yielded sense delays of between 2.0 and 9.8 seconds. With the exception of the one piece of fm on the pcba, there were no anomalies observed with the pulse generator. The device met all specifications and performed as expected in the analysis lab. A review of device history records for the generator shows that no unresolved non-conformances were found. The r-wave verification step was successful per the device history records. The generator is not a laser routed device.

Event description:
It was reported that the vns patient passed away which is housed in MFR. Report # 1644487-2016-01505. The explanted generator and lead were received for analysis. Analysis of the lead was completed and did not identify any anomalies. The generator analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up appointment the company representative was unable to get the heartrate detection to working during device interrogation. The patient reported to not feel any autostimulations. It was reported that interrogation of the device revealed zero autostimulations. It was reported that a presurgical evaluation determined that the optimal setting for the patient was sensitivity 3. The heartrate detection was able to be read during the device implant. It was reported that sensitivity levels were changed and the level 4 read briefly when the patient laughed, but then went back to ????. The patient was moved to a different room to rule out electromagnetic interference; however, heartrate detection was unable to be received. The wand batteries were confirmed to be functional. Troubleshooting performed with two separate programming wands. All output currents were programmed to zero, heartrate settings 1-5 were tested with both wands, the patient was moved to various rooms to rule out emi, the programming tablet was reset multiple times and diagnostics were performed between heartrate verification testing. The tablet was not plugged in during use. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, the supplemental report #2 inadvertently did not update the date of explant based on received information. Explant date, corrected data: the supplemental report #2 inadvertently did not update the date of explant based on received information.

Event description:
Per the data dump, the >25 change in impedance detected on the generator data last occurred on (B)(6) 2016 (after death) from 1267 ohms to >10000 ohms. Lead impedance was within normal limits at time of death.